Event description:
On 3/22/97 a neonatal percutaneous central venous catheter was inserted via the (r) axillary vein. On 4/7/97 during an infusion of tpn and a medication through this catheter, the IV pump beeped due to an occlusion. The catheter was unable to be flushed due to resistance upon attempted flushing. A chest x-ray was taken to check placement of a new central line inserted in the (l) arm. This chest x-ray and a follow-up echocardiogram showed the end portion of the subject catheter placed on 3/22/97 had detached from the remainder of the catheter and was floating in the (r) atrium. The subject catheter was then removed and inspection of this catheter revealed the catheter was missing 2.5 cm of the tip. The final autopsy report/findings noted the catheter tip retained in the heart may have contributed to the pt's sepsis and sepsis was thought to have contributed to the pt's death.